Manufacturer narrative:
One pneupac parapac plus ventilator was returned for analysis in fair condition. The relief alarm knob cover was found missing upon visual inspection. An initial check was performed by running the device for six hours with varied settings; device operated continuously with no discrepancies. Based on the evidence, there was no root cause as the complaint was not confirmed.

Event description:
Information was received indicating that during patient transport with a smiths medical pneupac parapac plus ventilator the unit stopped working. Manual resuscitation with an ambu bag was used to keep patient stabilized. There were no reported adverse effects.